Manufacturer narrative:
The reported events were for ¿high threshold¿ and ¿micro-perforation¿. The reported event of ¿high threshold¿ was not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in emergency room due to chest tightness and difficulty in breathing. The x-ray confirmed a micro perforation by the lead with possible pericarditis. High threshold was also noted on the lead. The lead was explanted and replaced. The patient did not experience any adverse consequences.